Manufacturer narrative:
Eua # (B)(4). Initial reporter phone #: (B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false negative results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0232876. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false negative results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).